Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient was getting electrical shocks in 2010 or 2011. The patient said that it was unknown if any falls or traumas were related. The hcp checked the device and told the patient there was nothing wrong with the ins except they put the wrong device in. The patient stopped using the therapy in 2015 because he was tired of getting shocked. The patient mentioned feeling more pain lately. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient was getting her device replaced on the (B)(4). Additional information was received from the patient who reported that he found out surgery was not actually scheduled and he could not get a hold of his hcp.